Event description:
On december 15, 2022 it was reported that the customer was hospitalized on (B)(6) 2022. At 4:14pm his blood glucose measured 478 mg/dl and an unknown amount of novolog u100 insulin was delivered via insulin pump. The patient became incoherent and his wife contacted paramedics at 7:30pm. Paramedics arrived in 10 minutes and measured the patient's blood glucose as 595 mg/dl. It is unknown if the patient was treated by paramedics and he was transported to the hospital and admitted with a blood glucose reading of over 600 mg/dl. He was treated with an insulin IV and he was discharged from the hospital on (B)(6) 2022 with a blood glucose reading of 213 mg/dl. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).